Event description:
The customer reported wash carousel motion errors while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. A beckman coulter field service engineer (fse) assessed the instrument at the facility and determined rv jammed at the wash-in position which caused the incubator clips to break and rv cleanout errors during an attempt to initialize the instrument. The fse replaced the incubator belt clips due to rv jam at the wash-in position the fse noted the cause of the rv jams was due to the affected reaction vessels. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. Since the instrument entered the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. Beckman coulter replaced the customer¿s affected lot of reaction vessels with a new lot without the new resin. The customer indicated no further issues.

Manufacturer narrative:
In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).